Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having a low blood glucose and having a car accident. The customer was found and airlifted to the hospital. The caller stated that his car flipped four times, and had head injury, scratches and broken hand. The caller was admitted with low blood glucose of 24mg/dl. It was stated that the customer had three low glucose episodes in the past week. Troubleshooting was performed. The bolus and basals were correct. The history showed that the last infusion set change was on (B)(6) 2012. The customer was disconnected from the insulin pump and sensor while staying at the hospital. The customer stated that the insulin pump is damaged and the doctor recommended the device be replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.